Event description:
It was reported that a dexcom g7 sensor paired to the ilet generated a ¿pairing failed¿ alert despite the sensor having been worn for several days, with intermittent communication loss to the ilet; the user toggled the sensor and readings resumed, consistent with intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure involving the antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.